Manufacturer narrative:
(B)(4). (B)(6). [Conclusion]: the healthcare professional reported that the (B)(6)-year-old male patient with a history of atherosclerosis underwent a balloon-assisted vascular stent placement to treat an intracranial stenosis. A balloon dilation catheter was used to expand the blood vessel prior to the implantation of the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 5964698). The patient experienced a vascular occlusion five minutes after the stent implantation. Thrombolytic drugs were administered, and the patient was transferred to the intensive care unit (ICU). It was last reported that the patient was moved to the general ward and was making a gradual recovery. Based on complaint information, the device remains implanted and is thus not available for evaluation. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5964698. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Vascular occlusion is a known potential adverse event that may be associated with the use of the enterprise 2 vascular reconstruction device (vrd) in the intracranial arteries. The enterprise 2 instructions for use (IFU) lists in the precautions that the enterprise vrd is not intended for use as a stand-alone device, i.e., without subsequent coil embolization of the aneurysm. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Furthermore, the act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation. Based on the available information and without procedural / diagnostic images, the root cause of the event cannot be determined. However, there are patient, procedural, and pharmacological factors that may have contributed to the reported event with no indication of a device failure or manufacturing issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6)-year-old male patient with a history of atherosclerosis underwent a balloon-assisted vascular stent placement to treat an intracranial stenosis. A balloon dilation catheter was used to expand the blood vessel prior to the implantation of the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 5964698). The patient experienced a vascular occlusion five minutes after the stent implantation. Thrombolytic drugs were administered, and the patient was transferred to the intensive care unit (ICU). It was last reported that the patient was moved to the general ward and was making a gradual recovery.